Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature (wt) fluctuations and nurse wants to verify arctic sun device was working appropriately. Febrile patient. Temperature started in 40cs. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 23.5c. They had been getting alarm 115 prolonged warm water exposure. Esophageal probe in place and verified. Axillary probe secondary and correlating within a degree of esophageal as expected. Confirmed patient has been awake during points of therapy. Discussed heat generation playing into the drops in water temperature. Device screen shot shows water temperature (wt) responding to patient temperature (pt) as expected and confirms alarms. System diagnostics were patient temperature (pt) was 36.7c, outlet monitor temperature (t1) was 42c, outlet control temperature (t2) was 42.1c, inlet temperature (t3) was 41c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 3.0 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 0, heater 34, system hours were 8309.3 and pump hours were 7162.1. High water limit set to 42c. Advised they call back in about an hour to check in on patient therapy. Called back at 5:10pm est. Patient temperature (pt) was 36.7c water temperature (wt) was 23.6c 3 bars trending upward. Noted they had shared case details with on call clinical helpline specialist for this evening and not to hesitate to have night shift call in with any questions or concerns.

Event description:
It was reported that water temperature (wt) fluctuations and nurse wants to verify arctic sun device was working appropriately. Febrile patient. Temperature started in 40cs. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 23.5c. They had been getting alarm 115 prolonged warm water exposure. Esophageal probe in place and verified. Axillary probe secondary and correlating within a degree of esophageal as expected. Confirmed patient has been awake during points of therapy. Discussed heat generation playing into the drops in water temperature. Device screen shot shows water temperature (wt) responding to patient temperature (pt) as expected and confirms alarms. System diagnostics were patient temperature (pt) was 36.7c, outlet monitor temperature (t1) was 42c, outlet control temperature (t2) was 42.1c, inlet temperature (t3) was 41c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 3.0 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 0, heater 34, system hours were 8309.3 and pump hours were 7162.1. High water limit set to 42c. Advised they call back in about an hour to check in on patient therapy. Called back at 5:10pm est. Patient temperature (pt) was 36.7c water temperature (wt) was 23.6c 3 bars trending upward. Noted they had shared case details with on call clinical helpline specialist for this evening and not to hesitate to have night shift call in with any questions or concerns. Per follow up information received via task on 08nov2024, the nurse confirmed patient movement issue affecting therapy. Buspar and propofol had been administered to sedate patient and complete therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature (wt) fluctuations and nurse wants to verify arctic sun device was working appropriately. Febrile patient. Temperature started in 40cs. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37.5c, water temperature (wt) was 23.5c. They had been getting alarm 115 prolonged warm water exposure. Esophageal probe in place and verified. Axillary probe secondary and correlating within a degree of esophageal as expected. Confirmed patient has been awake during points of therapy. Discussed heat generation playing into the drops in water temperature. Device screen shot shows water temperature (wt) responding to patient temperature (pt) as expected and confirms alarms. System diagnostics were patient temperature (pt) was 36.7c, outlet monitor temperature (t1) was 42c, outlet control temperature (t2) was 42.1c, inlet temperature (t3) was 41c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 3.0 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 0, heater 34, system hours were 8309.3 and pump hours were 7162.1. High water limit set to 42c. Advised they call back in about an hour to check in on patient therapy. Called back at 5:10pm est. Patient temperature (pt) was 36.7c water temperature (wt) was 23.6c 3 bars trending upward. Noted they had shared case details with on call clinical helpline specialist for this evening and not to hesitate to have night shift call in with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.